Event description:
Tubing hung at 2100 on 01-24-98. At 0530 on 02-25-98 three ports began leaking & backing up blood. Tubing had to be changed. The tubings had infused fine for 8 1/2 hrs. No adverse outcome due to tubing problems.